Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a blood-tinged leak of less than 5 milliliters from the front of the coulter lh780 hematology analyzer. Customer could not determine the source of the leak. Customer stated that no patient results were run and that no one was harmed or affected by the instrument issue. The field service engineer (fse) inspected the instrument, cleaned the leak, and fixed a small leak at the diff shear valve. The fse then ran controls and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.